Event description:
During follow up on (B)(6) 2011 for a different complaint the home patient's (hp) registered nurse (rn) stated that the hp was new to the homechoice (hc) and mentioned that the hp has had several user errors. One time, the hp had primed the hc with a clamp to an unused supply line open, and then connected to the set. The rn has retrained the hp and is going to schedule another home visit in order to make sure the hp is setting up everything correctly. Otherwise, the hp's therapy is going well. There was patient involvement, but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of an use error - failed to follow therapy steps issue. Complaint is confirmed but the root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required. The labeling provided in the patient guide was found to be sufficient and accessible to the complaint.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.